Manufacturer narrative:
Restraint strap buckle.

Event description:
It was reported by svc report that there is a broken buckle. It is unk if there was pt involvement or if there are adverse consequences to report.